Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The image sensor was destroyed. It was undetermined how this happened. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material coming out of the forceps channel. This is attributed to failure to clean adequately. Other observations for the device: due to damage of the charge couple device (ccd), image is not displayed; due to pinhole on forceps channel, water tightness is lost; universal cord has dent; up/down plate and grip are sticky; control unit is sticky due to water leakage; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to dent on forceps channel, channel cleaning brush cannot be inserted smoothly; light guide bundle is slipping down, causing poor illumination; due to corrosion of suction cylinder, expected insulation capacity cannot be obtained; due to corrosion, switch (sw) sw1 does not work; connecting tube is snaking; and protector of universal cord has a scratch. The user¿s complaint of no image was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on reprocessing of the device. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The water was aspirated through the instrument/suction channel. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with clean lint-free gauze, brush, or sponge. The instrument channel was brushed.

Event description:
Customer returned the device for evaluation and repair of a no image issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is foreign material coming out of the forceps channel. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of foreign material coming out of the forceps channel as observed during device evaluation.